Manufacturer narrative:
The device disposition is unknown at this time. If the device is returned to aga for investigation, a supplemental report will be filed with our results.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 12f delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the embolization could not be determined with the information received. It is believed the device may have embolized during the attachment of the exchange delivery cable by inadvertently rotating the delivery cable; however, this cannot be conclusively determined.

Event description:
A 30mm amplatzer septal occluder was deployed in an atrial septal defect in which the anterior rim was deficient. A cook hausdorf sheath was initially used but replaced with a 12f amplatzer delivery system. The delivery system was beveled at the tip for better positioning of the device and ultimately split and kinked upon attempt to retract the device. A 12f amplatzer exchange system was opened and the exchange system cable was being attached to the delivery system cable. It was then noticed the device had embolized to the pulmonary artery. The device was percutaneously retrieved with a snare, and the patient will be sent to surgery for closure of the septal defect. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed.